Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the blades periodically locked out. Case completed with same blade. The pt's sidewall exhibited some bleeding so bipolar forceps were used. No further consequence to the pt.